Event description:
It was reported that upon power up the programmer would not advance to the "device selection" screen. Cycling the power to the programmer did not resolve the issue. It was noted that though this had been reported by the customer, the company sales representative was unable to reproduce the described condition. The programmer was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).